Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had leakage at the connector or "between the catheter and the adapter". No serious injury or medical intervention was reported.

Manufacturer narrative:
The batch record for lot# 7285269 was reviewed, no related abnormalities were found during the manufacturing process. A sample was not received for the purpose of our investigation. Retention samples were inspected and found to be within specification. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that bd pegasus safety closed IV catheter system had leakage at the connector or "between the catheter and the adapter". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd pegasus safety closed IV catheter system had leakage at the connector or "between the catheter and the adapter". No serious injury or medical intervention was reported.